Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was doing poorly with severe congestive heart failure and mitral regurgitation and deceased. There is no known allegation from a health care professional that suggests that death was device related. The cause of death was unknown. No additional information was available at this time.